Manufacturer narrative:
Describe event or problem, relevant tests/lab data: updated. (B)(4).

Event description:
It was further reported that per death certificate the immediate cause of death was cardiac arrest and that other underlying causes contributing to the patient's death included cardiac stent thrombosis, coronary heart disease and hyperlipidemia.

Event description:
(B)(4) clinical study. Same case as MDR# 2134265-2013-00596. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification-2) and cardiac catheterization was recommended. The 80% stenosed, 15 x 2.75mm target lesion was located in the proximal left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 2.75 x 24 mm study stent, with 0% residual stenosis. The next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with cardiac chest pain. In (B)(6) 2012, an ion stent was implanted in the mid right coronary artery (rca). In (B)(6) 2012, the patient presented with chest pain and cardiac catheterization was recommended. Selective coronary angiography revealed 90% in-stent restenosis (isr) in the proximal lad and 80% isr in the mid and distal rca. The 90% isr in the proximal lad was treated with placement of a 3.00 x 18mm non-bsc stent. The 80% isr in the mid and distal rca was treated with with placement of a 3.25 x 18mm non-bsc stent and a 3.00x 15mm non-bsc drug eluting stent. Three days later, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Event date: (B)(6) 2012. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). Event date: (B)(6) 2012. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Initially it was reported that the event was treated in (B)(6) 2012; now it is reported that treatment took place in (B)(6) 2013. Following treatment of the proximal left anterior descending artery there was 48.13% in-stent restenosis of the study stent.

Event description:
It was further reported that this is also the same case as MDR# 2134265-2013-04405 and that in (B)(6) 2012, an ion stent was implanted in the right posterior descending artery (rpda). Previously it was reported that in (B)(6) 2013, the patient presented with chest pain, now it is reported that the patient presented to the emergency room with severe chest pain radiating to arm associated with diaphoresis, nausea and vomiting and was hospitalized on the same day. An admission electrocardiograph (ECG) revealed st elevation in anterior and inferior leads with severe hypotension and bradycardia consistent with cardiogenic shock. The patient was diagnosed with st elevation myocardial infarction. During the same hospitalization the patient was also diagnosed with respiratory failure and was intubated for the same. Post intubation o2 saturation was 75%. It was further reported that in (B)(6) 2013, the 100% total occlusion of study stent in the left anterior descending artery (lad) was treated with balloon angioplasty with 80% residual stenosis. In addition a non-target lesion located in proximal and mid right coronary artery (rca) was treated with thrombectomy with 40% residual stenosis. The patient died of cardiac chest pain the same day. No autopsy was performed.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data: updated. (B)(4).

Manufacturer narrative:
(B)(4).